Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced a system error code #23008. The site called an isi field service engineer for technical support and advised that a loose wire was observed on the right master tool manipulator (mtmr). It was reported that toward the end of the case the wire snapped. The surgeon decide to convert the procedure to traditional open surgical techniques to finish the planned procedure. No pt harm was reported.

Manufacturer narrative:
Conclusions- the investigation conducted by the field service engineer concluded that system error code #23008 was associated with the right master tool manipulator which was found to have a broken cable. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering evaluation of the mtmr and found that the upper axis-4 turret cables to be broken and an axis-3 outer drum cable to be loose, thus confirming the reported complaint experienced by the customer. As of late 2008, there have been no reported recurrences of the issue at this hospital.